Event description:
A malfunction was reported on the pump with code malf 12, which occurred multiple times. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer agreed to return the pump with a prepaid label within 10 days and opted to use multiple daily injections as a backup insulin therapy.